Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the snubber assembly, insulated gate bipolar transistor assembly, and the high voltage generator circuit board was replaced to correct the hv error. Also the c arm brake was replaced. A complete charger and filament calibration was performed and saved. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 made a loud thump sound and then displayed hv error and would not operate as a fluoroscope. Also, the c-arm brake would not hold. There was a patient involved and the failure caused delay. There was, however, no adverse effect on the patient. Hospital staff refused to release any patient information.